Manufacturer narrative:
No product has been returned for investigation nor were radiographs or CT images provided to confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions. The lot and model number of the device are unknown. Multiple attempts were made to try and obtain additional information but were unsuccessful. There is insufficient information provided to determine the root cause. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening or implant components(s)..." Post-operative warnings: "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques. Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
Information was received that during an unknown spinal procedure a patient experienced a lock screw back out. There was no patient injury reported.